Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Color: pink battery life remaining: n/a customer report: cartridge holder broke. Per visual inspection: broken off piece at the cartridge holder, and device front shell does not stay attached. Several attempts were made to pair device, every time app displayed dose doesn't match. The device does not pair with commercial mobile app. However, device did transmit to manufacturing app. Received device 1/4 of travel. Re-wound pen. Unable to dial more than 4 units. The dose button was removed and no dust / debris under the dose button or dose knob was noted. Device electronic stack, flex connector and battery were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. No anomalies were noted. A battery test was performed, and the battery measured at 3.025 volts. Device was cut open and after inspection it was found that the encoder pattern wheel tabs rotating and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. Unable to perform functional test due to difficult to dial/dose. In conclusion: it was determined from destructive analysis that the difficult to dial/dose was caused by a pattern wheel misalignment due to an encoder base bond failure. This can affect insulin delivery. Device received with broken off piece at the cartridge holder. Physically damaged cartridge holders can affect insulin delivery. The customer complaint of physical damage at cartridge holder was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was returned for the analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the inpen was damaged. No harm requiring medical intervention was reported. The troubleshooting was performed and found a cartridge holder was damaged. The customer will discontinue using the device. The device will be returned for product analysis.